Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a company field representative inquired about slower telemetry experiences with devices after the new software upgrade. The field representative stated that telemetry seems slower in the lab setting and that he needs to move closer to the device to establish telemetry. No adverse events reported. No patient information was available.